Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Photographs of the iol were received. Review of the photographs show multiple glistenings within the lens matrix. Additional info has been requested. (B) (4). (B) (4). (B) (4).

Event description:
Two years following bilateral intraocular lens (iol) implant surgery, a surgeon reported a pt seeing bubbles in the iol and having decreased visual acuity in one eye. The surgeon reported the pt was affected in situations with indirect light and also light from cars at night were affecting her. The surgeon noted at a follow up visit that the pt had a further decrease of vision and also noted an epiretinal membrane. The surgeon feels the pt's decrease in visual acuity is related to the epiretinal membrane and not the iol. Additional info has been requested. There are two medical device reports associated with this event. This report is for the first eye.